Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 450 mg/dl, at the time of incidence. Customer stated that their insulin pump got a lot of bolus. Customer reported insulin flow block alarm multiple time. The insulin was exited during fill tuning. It was unknown if the customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.